Event description:
According to the customer, "she was trapped for 6 hours and the bed assist bar crushed her leg."

Manufacturer narrative:
According to the customer, "she was trapped for 6 hours and the bed assist bar crushed her leg. She was pulling herself up to get off of the bed and is pinned her leg around the knee area. Customer states the paramedics were called". There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.